Event description:
It was reported that when re-dressing the PICC line, the nurse disconnected the extension tube, but a piece broke off inside the tubing. The extension tube has welded to the PICC line, PICC line cannot be closed and must be removed. Actions taken for the patient with regard to the device: change device. Consequences: clear the fracture resulted in a complete rupture of the catheter into 2 pieces effectively. As far as the patient is concerned, the catheter had to be removed and a new one fitted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an extension set breaking inside the catheter luer was confirmed but the root cause could not be determined. The product returned for evaluation was one 5fr sl powerpicc catheter and one non-bd extension set. A gross visual inspection of the returned unit found that reside of a clear material was present on the wall of the luer, at the proximal end. Microscopic inspection of the foreign material material found that the material had a rough surface and varied in thickness. White discoloration could be observed at the peaks of the surface. The material was probed with tweezers and pliers. The material was found to be pliable when pulled from its exterior surfaces. Additionally, segments of the exterior surface would crumble when probed. The material was attempted to be removed from the PICC luer, but the material was difficult to remove. It was likely that the material was stuck or bonded to the wall of the PICC luer. The rough surface texture and pliable nature potentially suggested that the foreign material, which was likely portions of the male connector from the returned extension set, experienced some excessive force causing it to shear and break, or the material may have been degraded with incompatible chemicals. However, the investigation did not identify sufficient evidence to conclusively determine a root cause. Therefore, the root cause remains unknown.